Event description:
It was reported that a malfunction alarm occurred on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support assisted by providing pump reset information, and after resetting the pump, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if needed.